Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted and no clinical info could be seen. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing w/o duplicating the malfunction. The digital board and the color cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.